Manufacturer narrative:
Investigation summary: the customer reported a chemo leak, and returned several samples, one of my8060 with a syringe and bonded texium, one standalone texium, a 2426-0500 set, and a competitor's bifuse extension set. The investigation concerned the texium connectors, and the bonded texium on the reported material of my8060 verified the complaint of leakage. The texium component leaked when loaded with 5 psi and placed underwater, bubbles were found from the female luer and texium connection. A trend has been identified and actions have been initiated to investigate the texium leakage issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Samples received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium needle-free syringe was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that they had 2 failures of the following product resulting in a chemotherapy leak.